Event description:
She pulled out both blue end caps as per instructions but when she pulled at end of needle side the medication came out. [Device operational issue] . No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events device operational issue and no adverse event in a 32-year-old female patient (race not reported) from the united states. The patient's age at the time of experience was 32 years. On 25-sep-2024, amneal pharmaceuticals received information from pharmacist and patient via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was using epinephrine injection usp 0.30 mg (auto-injector) (dose, frequency, route and therapy dates not reported) (batch no. G240902x, expiry date- 28-feb-2026, serial no: (B)(6), ndc: 0115-1694-49) for allergic reaction after having some food. Concurrent condition included allergic reaction to food. Concomitant medication included benadryl. Co-suspect medication, medical history, current condition, history of allergies, history of procedures/ surgeries, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. It was reported that, on an unknown date patient had an allergic reaction and when she takes out medication to use and she pulled out both blue end caps as per instructions but when she pulled at end of needle side the medication came out. So, she went to hospital and got the treatment and confirmed now she recovered from issue. Further she stated on unknown date 2 years ago she received sealed medication from pharmacy and on(B)(6) 2024 she got allergic reaction after having some food and she take out the medication and she pulled off both blue end caps and stated when she pulled the blue end cap at the needle side, she noticed that medication came out and drained. Later she didn¿t used her second epipen and she went to emergency and took treatment and on the same day she discharged and confirmed now she is completely fine. Last action taken with epinephrine in relation to device operational issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device operational issue and no adverse event was unknown. The reporter did not assess the causality of events device operational issue and no adverse event to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 09-oct-2024. New information received includes investigation report, attached with this case. On 25 sep 24, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g240902x, medication came out and drained out. The investigation complaint sub-type based on the complaint information was determined to be defective injector. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation of the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. Since products are not handled by phillips-medisize after packaging, the issue likely arose externally. However, the root cause for customer complaint cannot be determined. There has been no other complaint reported for lot g240902x for the past 24 months. There have been thirty-seven (37) other, similar complaints reported in the complaint category defective injector in the past 24 months. None of the 37 similar complaints were attributed to the manufacturing process. Based on the retain review and testing, the retain conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. Per the reported complaint the reporter stated, ¿¿when she takes out medication to use and she pulled out both blue end caps as per instructions but when she pulled at end of needle side the medication came out.¿ the IFU states, ¿pull off blue end caps. (Verbiage and illustration in IFU). The needle comes out of the red tip. To avoid an accidental injection, never put your thumb, fingers or hand over the red tip. If an accidental injection happens, get medical help right away.¿ in addition, the ifi has a warning, caution: never put your thumb, fingers, or hand over the red tip. Never press or push the red tip with your thumb, fingers, or hand. The needle comes out of the red tip. Accidental injection into finger, hands, or feet may cause a loss of blood flow to those areas. If this happens, go immediately to the nearest emergency room. Tell the healthcare provider where on your body you received the accidental injection.¿ per the IFU there are adequate instructions warning the user not to touch the red tip as an accidental injection may occur. As there were insufficient details provided for the reported event and the complaint sample was not returned for evaluation a root cause related to device injector or user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g240902x for the complaint category - defective injector, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. All in-process and final release criteria were met for the lot manufactured at phillips-medisize. A retain review was performed and the product conformed. The complaint sample was not returned, as such the complaint could not be confirmed. As there were insufficient details provided for the reported event and the complaint sample was not returned for evaluation a root cause related to device injector or user error could not be determined. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device operational issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device operational issue and no adverse event was unknown. The reporter did not assess the causality of events device operational issue and no adverse event to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Manufacturer narrative:
"0".

Event description:
She pulled out both blue end caps as per instructions but when she pulled at end of needle side the medication came out. [Device operational issue] no adverse event. Case narrative: this initial spontaneous report concerns of events device operational issue and no adverse event in a 32-year-old female patient (race not reported) from the united states. The patient's age at the time of experience was 32 years. On 25-sep-2024, amneal pharmaceuticals received information from pharmacist and patient via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was using epinephrine injection usp 0.30 mg (auto-injector) (dose, frequency, route and therapy dates not reported) (batch no. G240902x, expiry date- 28-feb-2026, serial no: (B)(6), ndc: 0115-1694-49) for allergic reaction after having some food. Concurrent condition included allergic reaction to food. Concomitant medication included benadryl. Co-suspect medication, medical history, current condition, history of allergies, history of procedures/ surgeries, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. It was reported that, on an unknown date patient had an allergic reaction and when she takes out medication to use and she pulled out both blue end caps as per instructions but when she pulled at end of needle side the medication came out. So, she went to hospital and got the treatment and confirmed now she recovered from issue. Further she stated on unknown date 2 years ago she received sealed medication from pharmacy and on (B)(6) 2024 she got allergic reaction after having some food and she take out the medication and she pulled off both blue end caps and stated when she pulled the blue end cap at the needle side, she noticed that medication came out and drained. Later she didn¿t used her second epipen and she went to emergency and took treatment and on the same day she discharged and confirmed now she is completely fine. Last action taken with epinephrine in relation to device operational issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device operational issue and no adverse event was unknown. The reporter did not assess the causality of events device operational issue and no adverse event to epinephrine. This case was considered as serious. The reportability of this case was expedited.